Event description:
Nurse noticed device was not pacing, and the battery drawer was not closed all the way. Additional information received that while nurse was at bedside, patient suddenly asystolic, and pacer was noted to be off. Asystole time 18 sec.